Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The product in the picture did not meet specification. The picture showed part of the foam on the back of the pad was missing. Part of the remaining foam appears to be bubbled up. The reported condition was confirmed. The investigation found part of the foam on the back of the pad was missing. Part of the remaining foam appears to be bubbled up. Without the incident device, post market vigilance cannot determine how or why the incident happened. Investigation could not determine the root cause of the customer's report. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, the return electrode monitoring (rem) pad began to melt. They replaced the generator and rem pad to complete the case. There was no patient injury. A photo was attached showing the back of the rem pad was melted. Initial investigation shows that part of the foam on the back of the pad was missing. Part of the remaining foam appears to be bubbled up.